Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was being implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that there was high impedance during the procedure. All impedance readings were out of range at >4000 during repeated impedance checks. Troubleshooting was performed. Repeat impedance was carried out with the following troubleshooting techniques during subsequent attempts: 1st impedance check: confirmed appropriate pocket preparation; 3cm incision, 1in deep, inferior to iliac crest, and patient right side lateral to the sacrum. Confirmed proper connection of proximal end of 978b128 lead through header of the 97800 (blue indicator visible). The devices were paired with a single click of torque limiting wrench. The device was placed in patient pocket, labeling of 97800 visible to surgeon in pocket (facing up). No cautery was used beyond this point. Led overhead lights turned away from the field. 2nd impedance check: surgeon removed ins from the pocket and confirmed fixation of lead in ins header. Surgeon then pull the lead from the header and inspected ins for any obvious fluid (none) then wiped proximal end of lead with wet then dry then placed the lead again through the header of the ins, confirmed blue indicator in header and secured the lead within ins using torque limiting wrench. The pocket was confirmed dry and the device was returned to pocket. 3rd impedance check: a call was made to tech services and the following potential contributing factors were also eliminated: led lights turned off. All ancillary equipment utilizing telemetry were turned off (including anesthesia drug pump); per anesthesiologist. The patient was under conscious sedation. The wifi radio was turned off. The grounding pad was also removed. 4th impedance check: communicator and smart programmer were replaced that were used to interrogate device. A new handheld device was paired with the implanted and impedance check was initiated. 5th impedance check: there was no response to the call to tech services so the potential need for replacement of implanted devices was discussed. The device was removed again from the pocket and separated the lead from the ins header then used the test stim cable to test viability of the implanted lead. Clear s3 motor response 1.0ma at each of the 4 electrodes was observed. It was assumed, as a result, the lead was functioning properly. Though there was no visible defect of the ins, or ins header of the 97800 which was replaced from trunk stock. The new ins was paired with existing 978b128 lead and seated in the patient pocket. The next impedance check returned all within range. The cause is unknown. The issue was resolved after the device was removed. The removal was carried out at the time of implant during the same procedure.  The 97800 ins that returned 4 out of range readings was collected and packaged for return.

Manufacturer narrative:
H3: analysis determined that the setscrew on the 97800 (s/n (B)(6)) implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.